Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the right ventricular lead exhibited high defibrillation impedance. Programming changes were implemented. The patient was in stable condition.

Manufacturer narrative:
The reported event of high defibrillation impedance was not confirmed. A partial lead was returned in one piece for analysis. Electrical and visual analysis were normal with no anomalies found.

Event description:
Related manufacturer reference number:2017865-2022-22049new information noted the right ventricular lead and implantable cardioverter defibrillator (ICD) were explanted. The patient tolerated the procedure well and remained stable.